Manufacturer narrative:
A supplemental report will be submitted upon completion of the pt's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid present. The pt also reported discomfort and brief pain during some parts of the treatment cycle. He was advised to discontinue using the cycler and follow up with his pd nurse. He discarded the set. During follow up the pt's nurse reported that his effluent has remained clear. He was treated with prophylactic antibiotic, one dose vancomycin. He did not have any signs of infection. The nurse reported the pain he was experiencing during treatment was due to pd catheter placement issue and his physiology. He was advised to follow up with the pd catheter physician. No adverse event reported at this time.